Event description:
Material # 305916. Batch # 3333814. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. After using to administer a vaccine, the needle stayed in the patient's arm and did not come out. Product#: 305916. Additional information provided: mentioned as "after using to administer a vaccine, the needle stayed in the patient's arm and did not come out." The bd safetyglide needle came off the hub of the needle base. The needle highlighted in red outline was the needle that remained in the patients arm after vaccination. Kindly clarify the incident and also, what is meant by, "did not come out"? The needle was left in the patients arm. (Separated from needle hub). Was medical intervention required to retrieve the needle? (Yes, the staff member safely removed the needle from the patients arm).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. One photo shows a needle assembly with the safety mechanism activated and the needle is out of the needle hub next to needle assembly. The other photo shows a packaging blister top web. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 3333814. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.